Manufacturer narrative:
(B)(4). The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, broken reservoir tube lip, loose/protruded drive support disk and minor scratched display window.

Event description:
The customer reported via phone call that their insulin pump had damage. The customer was assisted with troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had about 3/4 on an inch crack located next to the sticker at the top part opening. The customer stated that they did not know how the damage occurred. There was no other damage reported. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.